Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01246. This report is being submitted as additional information. The referenced report of previously reported infection is captured under medwatch MFR report # 2916596-2018-00905. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months and 20 days. Manufacturer's investigation conclusion: no device-related issues were discovered and a specific cause for the reported infection could not be conclusively determined through the evaluation of the device. The device was returned assembled with the pump cable severed approximately 5¿ from the pump header. The remainder of the pump cable and the modular were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was returned detached from the cuff lock. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Additionally, the log files retrieved from the device appeared to show the pump operating as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm3 instructions for use lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for possible transplant, but then developed fever and inflammation at driveline exit site. The site was cultured and blood cultures were completed. Driveline culture was (B)(6) on (B)(6) 2018. The patient has been seen by infectious diseases specialist and started on antibiotic. Surgical driveline revision and incision and drainage (I&d) were done on (B)(6) 2018. The patient has a previously reported history of infection. The patient was transplanted on (B)(6) 2018 and the customer returned the pump for analysis. No additional information was provided.